Event description:
Meter name: one touch ultra. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: shakey, dizzy, nausea. A pt reported they were not able to test for a few days. Their meter allegedly would not power on. Not able to get readings at all. Meter was not compared to any other equipment. There was no treatment. No further info has been reported.